Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise that was oversensed and led to inappropriately administered shocks and inappropriate anti-tachycardia pacing (atp) therapy. The cause of the noise was unknown. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The ICD remained in service and no additional adverse patient effects were reported.